Event description:
It was reported that this right atrial (ra) lead was implanted successfully. However, after the pocket was closed, routine fluoroscopy was performed and showed the lead was dislodged. The pocket was reopened and it was noted the helix had self-retracted, causing the dislodgement. This lead was explanted and a non-boston scientific lead was implanted instead. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was in an extended position, with dried blood/tissue around the helix. The helix was also deformed, resulting in the helix mechanism being nonfunctional. Testing was then completed to assess lead electrical performance; measurements were within normal limits. The most likely cause of helix self-retraction is manual manipulation of the lead, such as rotation of the lead body while the terminal pin (likely with the fixation tool attached) is held stationary, which can occur while advancing and positioning the lead. Laboratory testing was unable to confirm the clinical observation of lead dislodgement.

Event description:
It was reported that this right atrial (ra) lead was implanted successfully. However, after the pocket was closed, routine fluoroscopy was performed and showed the lead was dislodged. The pocket was reopened and it was noted the helix had self-retracted, causing the dislodgement. This lead was explanted and a non-boston scientific lead was implanted instead. No additional adverse patient effects were reported. The explanted lead was returned for analysis.